Manufacturer narrative:
One used device was received for evaluation on (B)(6) 24. No damages or anomalies noted. Each tego was tested per product specifications. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. Additional contact information: (B)(6).

Event description:
The event involved a tego® connector where the customer reported that air entered into systems arterial line at connection to patient site. The patient was reported to be connected to a fresenius hemodialysis machine; both arterial line and venous line were connected to patient, when 4 clamps unclamped (before pump was started) when air entered into system's arterial line at connection to patient site (at tego). No blood entered the system since pump had not yet started. The patient was disconnected, blood drawn back from both lines and no air noted and both lines were flushed. The healthcare professional attempted to free the system of air, but it was too large an amount of air to be successful. The lines were discarded and treatment was delayed until new lines were set up. The tego caps were reported to be well moistened when accessed, and caution was taken to thread the line to the tego properly. No visible deformities were observed. The caps were not due to be changed (applied 3 days prior). There was patient involvement, but harm was not reported as a consequence of this event. This is report one of two.